Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was stated that the customer had been experiencing high blood glucose levels for a week, prior to the hospitalization. Troubleshooting revealed that the basal rates were not programmed and were at zero. In addition, it was stated that the infusion set tubing had broken off at the reservoir connection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.